Event description:
Per the clinic, the patient's internal magnet was explanted in order to place a new one. Additional information has been requested but not been made available as of the date of this report, september 06, 2017.